Manufacturer narrative:
This report is submitted on may 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced headaches and non-auditory stimulation with device use; subsequently the device was explanted on (B)(6) 2018.